Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient noticed that the stimulation will go away gradually after several hours. The patient turns if off and then back on and the stimulation returns. The patient noted that they fell 5 feet last year. The patient also reported that they went to a concert in (B)(6) 2018 and had the implant off, but their whole body was vibrating because they were in front of the speakers. The patient noted that the vibrating stopped after the concert. The patient wants to meet with their healthcare provider (hcp) to have their device checked. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.